Manufacturer narrative:
After installation battery, pump received with intermittent response keypad at up and ok buttons. However, unit passed the self-test. Successfully downloaded history files and traces using thus. Found no stuck button alarm, pump error 68 during testing, however, stuck button alarm on event date (B)(6) 2024 22:59:37.000, (B)(6) 2024 17:27:55.000 and pump error 68 (B)(6) 2024 23:21:50, (B)(6) 2024 23:21:56.000 in file history. Pump was cut open to perform visual inspection and found moisture damage to the keypad cable, keypad connector, pcba1/pcba2/. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked battery tube threads, cracked case corner of belt clip rail. No stuck key alarms, pump error 68 during testing. Pump received with intermittent response keypad at up and ok buttons, stuck button alarm and pump error 68 in trace file history due to moisture damage electronic assembly confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced stuck button alarm, pump error 68 (trace pointers are invalid). The customer reported no adverse event. The event involved product(s) mmt-1884l. Customer reported receiving a pump alarm. Customer was not able to clear the alarm. Customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device.